Event description:
Defective abbott pressure wire was inserted and did not work. Pressure was consistently drifting. Pressure wire was defective. Removed from patients body, no harm was done. Opened a new wire and the procedure continued without issues.